Event description:
The patient's pump and catheter were returned with no information or allegation of complaint. The patient's pump contained baclofen 500 mcg/ml with a dose of 135.03 mcg/day. Additional information has been requested from the patient's hcp, but had not been received as of the date of this report.

Manufacturer narrative:
Final device analysis revealed that the patient's catheter was torn at a location that did not coincide with the pin connector. Analysis also revealed that the pin connector was occluded with dried drug or blood.